Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2019, the lay user/patient contacted lifescan (lfs) (B)(4), alleging a product usability issue with a onetouch verio2 meter purchased in spain. The complaint was classified based on the customer care advocate (cca) documentation and additional information obtained during a follow-up call with the patient on (B)(6) 2019. The patient reported that she had purchased the onetouch verio2 meter when she had been in (B)(6) about 10 days prior to contacting lfs. She stated that she had not realized that the unit of measure in (B)(6) differed from that used in (B)(6) meters. She indicated that at 7:57am on (B)(6) 2019, she obtained a blood glucose result on the meter of 229 mg/dl which she interpreted as 22.9 mmol/l. The patient manages her diabetes with novorapid and tresiba insulin. She reported that based on the misinterpreted result, she administered 5 units of novorapid. She stated that an unspecified time later, she ¿collapsed¿ and was ¿admitted to hospital¿. She reported that blood glucose tests were performed at the hospital, but she did not know any of the results obtained. The patient denied receiving any treatment for her symptom either before or during hospitalization. The issue was resolved during troubleshooting and a replacement meter in mg/dl was sent to the patient. This complaint is being reported because the patient reportedly developed a symptom suggestive of a serious injury adverse event necessitating admittance to hospital (but not medical treatment for the symptom), after purchasing a meter in mg/dl, misinterpreting the result as mmol/l, and administering excess insulin due to the misinterpreted result.